Event description:
It was reported a study patient initially underwent a right total knee arthroplasty. Approximately 6 days post implantation, the patient developed deep vein thrombosis (dvt) and prescribed xarelto. The patient is progressing through the study without further complication.

Manufacturer narrative:
(B)(4). Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00566 3007963827-2024-00038 0002648920-2024-00042